Event description:
It was reported that right atrial (ra) lead was damaged during a mitral valve repair. The lead exhibited noise that was attributed to cautery and fluctuating pacing impedance values. As a result the therapy of this lead was turn off. This lead was surgically abandoned. No additional adverse patient effects were reported.